Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of clips falls into the patient in an open state during an unknown procedure at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip did not close onto the tissue. The clip just deployed from the device. There were no patient complications reported as a result of this event.